Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to insulation break. This rv lead was replaced with the same model. No additional adverse patient effects were reported. According to the additional information, an insulation break was identified on the lead, located distal to the suture sleeve. The damage was not induced during handling or the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the blood of the patient chemistry. The degradation then led to the observed damage.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to insulation break. This rv lead was replaced with the same model. No additional adverse patient effects were reported. According to the additional information, an insulation break was identified on the lead, located distal to the suture sleeve. The damage was not induced during handling or the procedure. This rv lead was returned.